Manufacturer narrative:
H6 medical device problem code: 1494 - incorrect anatomy. A visual inspection was performed on the returned device. The reported stent dislodgement and stent deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the procedure was to treat a mildly calcified and moderately tortuous lesion in the right vertebral artery. It should be noted that the rx herculink elite peripheral stent system instructions for use specifies: the rx herculink elite¿ peripheral stent system is indicated for improving arterial luminal diameter in patients with atherosclerotic lesions in renal arteries. It is unknown if the IFU deviation directly caused or contributed to the reported event. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a mildly calcified and moderately tortuous lesion in the right vertebral artery. The 9.0x39mm omnilink elite stent was implanted without issue on (B)(6) 2022. The patient returned on (B)(6) 2024 for another procedure. The 4.0x15mm rx herculink elite stent delivery system (sds) was advanced however could not cross through the previously implanted omnilink elite stent. The sds was removed and it was noted the stent was damaged and mislocated on the balloon. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.